Manufacturer narrative:
(B)(4). Returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. The guidewire lumen and the catheter shaft were checked for damage. It was noticed that the device was run up too far distal and the tip coils caused the device to be jammed and stuck on the wire. If the customer used a non-compatible guidewire they may experience guidewire issues. Functionality was checked by setting up the device on the jetstream console and the device functioned as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The guidewire used during the procedure was an abbott filter wire. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewire that are to be used with the jetstream device. The abbott filter wire is not listed as a compatible wire. (B)(4).

Event description:
It was reported the device got stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure along with a non-bsc wire with emboshield filter system. During removal, the jetstream catheter could not be separated from the wire. The procedure was completed successfully with the jetstream catheter. There were no patient complications and the patient's status was reported as doing well.